Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on her right side on or about (B)(6), 2007. (Left side was entered in a separate complaint.) Patient experienced injury to the body and extremities, as well as pain. Patient has not yet scheduled an explantation of the right asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2007. (Left side was entered in a separate complaint.) Patient experienced injury to the body and extremities, as well as pain. Patient has not yet scheduled an explantation of the right asr hip implant. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain.